Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the related catalog numbers 367815, 367863, 367899, from a possible custom order. No irregularities during the manufacture of the reported lot numbers. Conclusion: bd has initiated a CAPA (B)(4) to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that bd vacutainer® edta tube lavender was missing label. Problem discovered before use. No serious injury, no medical interventions. No mucous membrane exposure reported.